Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2017 with the following findings: evaluation revealed that the keypad was missing from the pump. The up arrow keypad button was stuck and the button contact was found to be inverted. The ok button was also found to be inverted and moisture was found underneath the contact. Evaluation also revealed multiple cracks in the battery compartment. The battery cap threads are stripped and cap is unable to fit to the returned pump or a test pump. In addition to these issues, investigation revealed that the display was dim with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: animas corporation (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the keypad was missing from the pump. The up arrow keypad button was stuck; the button contact was found to be inverted. The ok button was also found to be inverted and moisture was found underneath the contact. Evaluation also revealed multiple cracks in the battery compartment. The battery cap threads are stripped and cap is unable to fit to the returned pump or a test pump. In addition to these issues, investigation revealed that the display was dim with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/26/2017.